Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported the lead was attempted but not used due to high impedances and a failure to pace. (B) (6) 2010: it was reported that during implant attempt, the lead would not pace and impedance at 1400 ohms. The lead was not used and was replaced. There were no patient complications reported as a result of this event.